Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said the device in not working for the 2nd time in about 6 weeks. Patient called dr the 1st time and the dr. Must have called mark. Mark left his personal number but patient lost it. Emailed rep. Patient saw the dr and the dr was messing w/ the programs and was not able to get the device to work at all. Patient said with a couple days the device "zapped" the patient out of bed. Patient said they decreased stim and it worked for about 10 days then the device shut off again. Patient was on program 3 at 5.0. Patient tried program and saw the max settings message. Patient tried program 4 at 0.4 and got the message system is operating at maximum settings; therapy cannot be increased. Patient went to program 5 and was getting the same message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further add ress the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their hcp and representative "played around with the device" and got it working again, but about a month later it stopped working again. The patient said their hcp determined that they would need to get an x-ray "to see if wires pulled out or whatever." The patient got the x-ray done on (B)(6) 2024 and their hcp's office just received the results on (B)(6) 2024. The patient said their hcp wants them to have a procedure to envelope the ins so it doesn't move, but they have to wait to see if their insurance approves the procedure. The patient was very upset with the situation and asked if there were other urologists who might be able to help. The patient mentioned that their ins was indicated for bladder control. Agent re-opened the case and assigned to self to email physician listings to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The coils were detaching from the stimulator which was the reason for replacement.